Manufacturer narrative:
The buttons on the insulin pump were intermittently responsive, due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and it was noted during visual inspection that the case was cracked near display window corners.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.